Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was discovered during a mammogram. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 295cc gel breast prostheses on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The suspect medical device is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3504001bc, lot #5592667, UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a ruptured breast prosthesis. During visual evaluation of the device, a crease was found on the anterior view. In addition, a tear measuring approximately 1.5 cm was observed within the crease, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).